Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 9mm proximally from the distal pierce hole. This tear allowed the cutting wire with the attached anchor to separate from the distal pierce hole. Though the cut wire with attached anchor separated from the distal pierce hole, it remained attached to the device at the proximal pierce hole. The condition of the returned incident device was consistent with the complaint that the device cut wire detached from the tip of the tome. During manufacturing, tome devices are 100% inspected, so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during the procedure, the physician loaded the device into the scope and advanced it into the patient. The cutwire had detached from the tip of the tome; no part fell into the patient. The device was removed from the patient and the procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician loaded the device into the scope and advanced it into the patient. The cutwire had detached from the tip of the tome; no part fell into the patient. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.